Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). It was reported that the patient called and reported that her pocket site had become infected and that she had been scheduled for explant. No environmental/external/patient factors that may have led or contributed to the issue were reported. No diagnostics/troubleshooting were reported. The patient reported doing wound therapy for about a month. The issue was not resolved as of (B)(6) 2017. The patient was alive with no injury. The issue occurred during normal use and began in (B)(6) of 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient will be returning to surgery on 2017 (B)(6) for replacement of the device. No further information was reported.